Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation in three locations: "at top," "at bundle of wire" and at the implanted neurostimulator site. A physician took an x-ray but did not see any issues with the system. That physician asked the pt if they would like the device explanted, or if they can tolerate the sensations. The pt later saw a different physician who saw issues at the "connection point." It was reported that pt injury occurred. The pt had another appointment scheduled. Additional info has been requested, but was not available as of the date of this report.